Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with epithelial ingrowth in left post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. (B)(6). Patient is scheduled to returned to center and had a flap lift and rinse performed on (B)(6) 2015 8:00am.